Event description:
During a laparoscopic cholecystectomy, endo gia 45 mm stapler wouldn't fire when the doctor fired it from the handpiece. He got a new handpiece and it still wouldn't fire. He then got a new staple load and that fired correctly. Instrument was inspected prior to use, when the scrub attached it, it looked like all other loads. No patient harm, just a surgical delay while trying to get a working staple load. It was a rough procedure due to the chronic state of the gallbladder but the results were as good as they would be with the staple load working, just took a little longer.